Event description:
It was reported that during implant of a bifurcated device, after post-ballooning, an endoleak was noticed at the level of the aortic bifurcation. An angiogram was performed and it was believed to be a distal endoleak coming from the bifurcated device; therefore a limb extension was implanted in the right iliac artery. Repeat angiogram was performed, and the endoleak was still present. The physician elected to reline the bifurcated device with a second bifurcated device. Final angiogram showed the endoleak had resolved. There was no injury to the patient. Additional note: the patient presented with moderate calcium in the distal aorta (level or anatomic bifurcation) and common iliac arteries.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: product use might have been incongruent with IFU and might have contributed to this complaint due to: severely calcified iliac arteries, with a calcified dissection seen within the right iliac artery. The bifurcated main body stent might have been damaged during operative balloon angioplasty. The endoleak iiib at the bifurcation was substantiated. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based on the review of the available information, the root cause for the reported type iiib endoleak could not definitely be determined, although the severe calcification, observed in the clinical review at the iliac arteries is considered as a likely factor. Ballooning against calcium would possibly damage the stent material. The calcified dissection is an additional likely contributor. There was no device issue identified in the investigation.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.